Event description:
Pt reported on the breast implant follow-up study annual questionnaire that she had twins, in which one of the infants died at (B)(6) due to pulmonary stenosis and hydrocephalus related to ttts (twin to twin transfusion). Device remains implanted. This report is for the left side breast implant of the same pt. The right side breast implant was submitted under medwatch #2024601-2013-00713.

Manufacturer narrative:
(B)(4). Device labeling for silicone implants addresses this event as: warnings: other reported conditions: "...concerns have been raised regarding potential damaging events on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery." Device labeling reviewed: there were no adverse events to children including the deaths of children born to women in the core study included in the labeling for silicone breast implants.